Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, leakage at the insertion site when flushing with saline. When catheter removed there is a hole in the catheter. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, leakage at the insertion site when flushing with saline. When catheter removed there is a hole in the catheter. No other information was provided. Additional information was received and added to file on november 11, 2024, for this event as part of a focus survey. The following additional detail was provided: PICC placed (B)(6) 2024 and removed (B)(6) 2024, total lenght 39cm, inserted to basilic vein, exit marking 0cm, secured with statlock. PICC used for oncology treatment (etoposid, cyklofosfamid, rituximab); immunotherapies (car-t cells, monoclonal antibodies). No interventions with this PICC. Leak identified by visible hole/fracture outside the patient (at exit site or on external part of PICC), leak inside patient at 2cm mark. PICC used 69 days. Flushing to maintain patency; dressing changes; blood samples were completed with PICC outside of the hospital. No xray images of this incident. Catheter site cleaned with chlorhexidine solution poured from a bottle (chlorhexidine solution 5mg/ml). Additional comments: leakage at the insertion site when flushing with saline. When catheter removed there is a hole on the catheter at 2 cm.